Event description:
The patient stated that for the past month, 10 v-go devices the adhesive is not sticking and they are falling off patient stomach and arm within the first 6 hours. The patient confirmed that he uses an alcohol swab to clean the infusion site prior to applying a v-go.